Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectal sigmoid colectomy procedure, the staple line was incomplete. The staple line was over sewed in order to fix the problem and complete the case. They had to over sew the anastomosis. There was no patient injury.